Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 387626a was performed. In-house testing on the strip lot met release criteria and the product performed as expected when it was within expiration. The manufacturing records for the lot were reviewed and the lot met release specifications. An improper technique was identified in the complaint. This could not be ruled out as a cause for the complaint. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported a variance between the inratio inr result of 1.4 and the laboratory inr result of 2.3. Therapeutic range: unknown. The customer reported milking the patient's finger.